Event description:
It was reported that pump screen illuminated but did not display information, which affected ability to interact with pump, and customer experienced blood glucose level of 560 mg/dl. Customer did not take any corrective actions before contacting support, then planned to use multiple daily injections as backup therapy, and technical support arranged a replacement pump, confirmed shipping details, instructed customer to place malfunctioning pump in storage mode and return it within 10 days, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.